Event description:
The patient underwent implantation of a synchromed pump and catheter in 2001 for intrathecal infusion of baclofen to treat intractable spasticity related to cerebral palsy. The patient was unresponsive and required mechanical ventilation postoperatively. The hcp determined the pump had been misprogrammed to deliver 10mcg/ml instead of 500 mcg/ml. Physostigmine was given. IV fluids were given to support blood pressure. 35 cc of cerebro spinal fluid was withdrawn from the catheter access port. The patient was ventilated mechanically for 48 hours in ICU. The patient returned to baseline. The patient was restarted on intrathecal baclofen 100 mcg/day.